Manufacturer narrative:
During visual inspection, the iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on golden system and was run in normal mode. C-34 errors occurred at start-up. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer reached out to the technical service engineer (tse) concerning erbe error code c-34 during the activation of the monopolar energy device. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The main contact is the senior nurse. The customer replaced the erbe with a backup in the previous event. It was replaced and tested on (B)(6) 2025. The procedure was completed with the same generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.